Event description:
It was reported that the patient was experiencing pocket stimulation for the past two days. The left ventricular (lv) lead exhibited high thresholds and low impedances. Possible insulation damage is suspected. Additionally, it was reported that the device has unexpected longevity as the device was implant just over a month ago and the device now indicates the remaining longevity is 1.5 years. It was noted that the device had high lv outputs. The lv lead was reprogrammed to very low outputs from the device with lvtip to rv(right ventricular) coil configuration and the pocket/pectoral muscle stimulation went away. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: dtba1d1 ICD, implanted: (B)(6) 2014; 694765 lead, implanted: (B)(6) 2008. (B)(4).